Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient experienced a loss of stimulation in her legs and back. It was also reported the patient states experiencing burning from her subcutaneous lead (off-label). A sjm representative evaluated the patient's scs system and found no anomalies. Additionally, the sjm representative was able to resolve the burning issue as well as the loss of leg stimulation issue with reprogramming; however, back stimulation was not obtained. The patient is to consult with the neurosurgeon. Follow-up identified x-rays were taken and the results are to be reviewed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.